Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced difficulty performing an ilet supply change, specifically identifying the connector and locking the tubing into place, which required extended phone support and a follow-up call; the user reported anxiety during the process, and with spousal assistance the connector was turned and the tubing locked, after which insulin delivery was resumed. Symptoms included hyperglycemia with a reported blood glucose of 247 mg/dl. Outcomes included no alarms and no hospitalization. Investigation included troubleshooting and education over the phone with image guidance. Investigation of this case revealed that the connector did not turn as expected until assisted, consistent with user difficulty during setup rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.